Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter, and received a message stating that the usb cable could not be used after plugging the pump into a wall outlet. The customer used an alternate power source and the pump charged successfully. There was no reported adverse impact to the customer's blood glucose level.